Event description:
It was reported that the reservoir was leaking. Patient involvement is unknown. It was reported that no further information is available for this event.

Manufacturer narrative:
Other text: b3: date of event and d4: no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted a cracked tank cover, an outdated printed circuit board (pcb) and an outdated power switch. Functional testing found the device leaks water from the reservoir; confirming the customer complaint. Root cause was attributed to the cracked tank cover. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.